Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during inspection: the local staff had upgraded c1 to sw3.0.3 and was checking its operation. He noticed that during the "o2 mixer" test in the "system test", when the oxygen concentration was set to 21%, the qo2 value was 0.6l and te231008 occurred at 25% oxygen concentration. No patient involvement.

Event description:
The following was reported to hamilton medical ag: during inspection: the local staff had upgraded c1 to sw3.0.3 and was checking its operation. He noticed that during the "o2 mixer" test in the "system test", when the oxygen concentration was set to 21%, the qo2 value was 0.6l and te231008 occurred at 25% oxygen concentration. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).